Event description:
It was reported that as the end user attempts to go forward in the power wheelchair the chair will drive in circles without giving off any fault codes. In addition, the brake release lever on one side will not release.